Event description:
It was reported that this lead was explanted due to a non product experience. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to a non product experience. No additional adverse patient effects were reported. Information from the field indicates this device was explanted due to the patient undergoing radiation treatment. There is no indication of any device issues. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since information from the field indicates this device was explanted due to the patient undergoing radiation treatment. There is no indication of any device issues. No adverse patient effects were reported.